Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2014, inratio: 1.5, reference (poc meter): 2.3. Unknown therapeutic range. Patient did not wish to troubleshoot.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The customer has lupus. The patient's blood sample may have interfered with the coagulation test and cannot be ruled out as a possible root cause for the observed inratio inr result. The manufacturing records for the lot were reviews. The lot met specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.